Event description:
It was reported to vyaire medical that the vela ventilator alarmed ""motor fault, transducer fault and vent inop alarm. At this time, the customer has not provided additonal information regarding patient involvement or patient harm associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h3, h6 and h10 result of investigation: the reported complaint was confirmed and duplicated. This is isolated to faulty transducer sensor, diff pres, miniture,pcba turbine interface vela and corrupted ic 25256a, serial eeprom. This is a known issue which can be referenced with CAPA-000000281,scar ps-16-23,CAPA ca-2015-0401 and eco 85563. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.